Event description:
It was reported that the insulin pump became damaged when the customer experienced a hypoglycemic event. The drive support cap was not damaged and was not pressed on while the customer was connected to the insulin pump. Customer was not aware of how this damage occurred. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window and a damaged reservoir tube lip. The insulin pump passed the displacement test, the prime/delivery test, and the no delivery test. The basic occlusion test and occlusion test due to a damaged reservoir tube lip.